Manufacturer narrative:
D9 date returned to mfg: 10/9/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) sensor seal at two different locations and the pump failed priming function due to downstream occlusion alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the rubber piece covering the downstream occlusion sensor has cracked at two different locations. The event occurred during annual preventive maintenance. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.